Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tip up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 2.1655" from the distal tip. A piece measuring approximately 0.65mm x 0.83mm was not returned with the instrument. Components adjacent to this broken main tube did not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred while being used in the patient. No fragments were noticed falling into the patient per surgeon. The patient did not return to the hospital due to any post-surgical complications related to retention of foreign material. Refer to section a. Patient information and b7. Patient medical history for updated fields.